Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked to clarify feeling the implant in two spots, they responded that it was not just/or even when they sat they felt the implant. It was so evident at all times that the real implant was larger than the smaller piece that had broken off to the right of it. They were asked what steps were taken to resolve urinating a lot, burning sensation, and feeling the implant in 2 spots. The patient responded that as soon as they felt the urge to go, they would go to the bathroom immediately and they made it easily without getting wet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from product registration via the patient. The patient would like to have the implantable neurostimulator (ins) removed and they expressed that they don't want to receive questions in the mail anymore. The manufacturing company told the patient to return the device to the healthcare provider (hcp). They gave "it" to their hcp and expressed that they would like the device removed because "it has split in 2 pieces." Product registration said it has nothing to do with the manufacturing company, it is whatever the hcp did. Via product registration, the hcp told the patient "I do not understand that" and the patient said, "I do not either. Doctor, feel my back, you can feel it split, I don't know," at which point, the hcp said "I don't know either." The hcp told the patient they don't want to remove it and told the patient they might need it in the future; the hcp turned the ins down to zero. The patient lost the hcp listings and asked for the information again. The patient said they are going to asktheir hcp about removing the device again, and if they refuse, they are going to call other hcps. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was urinating a lot and had a burning sensation when they urinated. Patient stated that their healthcare professional (hcp) did tell them that the implant may not even work for them because there was really not much they can do to help patient. Patient also reported that the implant felt like it was in two spots, but couldn't clarify anymore what they meant. Patient was advised to see their hcp to determine what was going on. On (B)(6) the consumer called again and repeated allegations made on (B)(6). The patient indicated she has made attempts to follow up with managing hcp regarding her wishes to have the battery removed however they are not getting back to her. Patient was provided with additional hcp listings. The patient indicated her baseline symptoms have improved stating "I go to the bathroom a lot but not like I did years ago before I had the first one implanted" and also stated that prior to implant she couldn¿t control going to the bathroom but now she can control it. The patient can "feel the urgency, go right to the bathroom and have no trouble, it¿s not like it was before". The reason the patient wants the current device removed is because she believes it has "broken in two" and "my main one is there but to the left of it there is a piece broken off near the wire". Patient states she can feel one part is on the left and one part is on the right. The patient repeated that she is also burning while urinating and this is uncomfortable for her. No further complications were reported.